Event description:
It was reported that boston scientific technical services (ts) was contacted about myopotential noise, oversensing and pacing inhibition on the right ventricular lead with two seconds of asystole. Ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about myopotential noise, oversensing and pacing inhibition on the right ventricular (rv) lead with two seconds of asystole. Ts discussed programming options. The rv lead was later surgically abandoned and replaced due to noise and oversensing with pacing inhibition. No additional adverse patient effects were reported. Additional information was received indicating the new rv lead exhibited myopotential noise, oversensing with pacing inhibition and two seconds of asystole, leading to an inappropriate shock. Boston scientific technical services (ts) was contacted, and ts recommended measuring the amplitude, adjusting sensitivity, and possibly doing additional defibrillation threshold (dft) testing. The device and new rv lead still remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about myopotential noise, oversensing and pacing inhibition on the right ventricular (rv) lead with two seconds of asystole. Ts discussed programming options. The rv lead was later surgically abandoned and replaced due to noise and oversensing with pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about myopotential noise, oversensing and pacing inhibition on the right ventricular (rv) lead with two seconds of asystole. Ts discussed programming options. The rv lead was later surgically abandoned and replaced due to noise and oversensing with pacing inhibition. No additional adverse patient effects were reported. Additional information was received indicating the new rv lead exhibited myopotential noise, oversensing with pacing inhibition and two seconds of asystole, leading to an inappropriate shock. Boston scientific technical services (ts) was contacted, and ts recommended measuring the amplitude, adjusting sensitivity, and possibly doing additional defibrillation threshold (dft) testing. The device and new rv lead still remain in service. No adverse patient effects were reported. Additional information was received indicating the myopotential oversensing occurred when the arm would reach across the chest. The patient was admitted to the hospital and they had planned to revise the new rv lead, but the lead has yet to be revised. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about myopotential noise, oversensing and pacing inhibition on the right ventricular (rv) lead with two seconds of asystole. Ts discussed programming options. The rv lead was later surgically abandoned and replaced due to noise and oversensing with pacing inhibition. No additional adverse patient effects were reported. Additional information was received indicating the new rv lead exhibited myopotential noise, oversensing with pacing inhibition and two seconds of asystole, leading to an inappropriate shock. Boston scientific technical services (ts) was contacted, and ts recommended measuring the amplitude, adjusting sensitivity, and possibly doing additional defibrillation threshold (dft) testing. The device and new rv lead still remain in service. No adverse patient effects were reported. Additional information was received indicating the myopotential oversensing occurred when the arm would reach across the chest. The patient was admitted to the hospital and they had planned to revise the new rv lead, but the lead has yet to be revised. No additional adverse patient effects were reported. Additional information was received indicating the device and rv lead were surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.